Event description:
The complainant reported a patient needing an impella cp device for pre-operation support. The complainant reported a thrombus was found attached to the device during explant. No harm to the patient was reported.

Manufacturer narrative:
The investigation for the reported delivery issue has been completed. No thrombus was found on returned pump. Root cause of thrombus is most likely patient condition. As noted in the impella IFU: impella cp with smart assist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. This report is being filed as part of a retrospective review of historical records.